Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal lumbar fusion at l5-s1 using rhbmp-2/acs combined with local bone graft, and by placing this mixture inside of a cage. Following surgery, the patient developed significant right leg pain. The patient underwent additional imaging. A CT scan performed in (B)(6) 2006 demonstrated that the patient had developed ectopic bone growth. As a result, the patient required additional surgeries to remove hardware and revise the fusions on (B)(6) 2006 and (B)(6) 2007, respectively. The patient reportedly has never recovered from his surgery, and he continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.